Manufacturer narrative:
According to the customer contact, "the patient had the foley placed in the ed. The nurse in the ICU came to check on the patient and saw that the bed pad under the patient was wet. She then saw that the catheter was no longer inside the patient, but laying on the bed with a deflated balloon." The customer reported that a new foley catheter insertion was required. The customer reported the patient had an "acute uti" diagnosis pre-existing the reported product issue. The customer contact did not report any serious injury related to the reported incident. Per the customer contact, the patient "is doing well and transferred out of ICU." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"The nurse found the catheter out of the patient with the balloon deflated."

Manufacturer narrative:
Updated h6: investigation findings (c).